Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results. The referenced device was returned. The evaluation confirmed the reported malfunction, e433 error code was caused by a defective generator board. Additionally, there was minor damage to the front panel and the housing. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error in a known issue as it is activated by the device's safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was not returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During start up of an unspecified procedure, the high frequency electro-surgical generator unit displayed an e433 error which stopped the surgery. A different generator was used to complete the intended procedure. No patient injury or harm was reported.